Event description:
The customer reported that the ortho provue probe is dripping. No error messages were posted. Probe issues and fluid leaks may lead to dilution of sample/reagent, carry over and/or cross contamination and erroneous results which could lead to transfusion of incompatible blood.

Manufacturer narrative:
A possible root cause was determined. Two ocd field engineers arrived at the customer site and determined that the probe was bent. The field engineers replaced the probe and teflon tubing and the latch on the lower door since it kept falling. An 18 month pm was also performed. The instrument was returned to expected operation. This customer has not logged any complaints against this analyzer since the repair. (B) (4).